Manufacturer narrative:
The follow-up report is being submitted to relay additional information. Concomitant medical product: nexgen femoral component, cat#: 00596401652 lot#: 62536286, nexgen stemmed tibial tray, cat#: 00598004701 lot#: 62497386, taper stem plug, cat#: 00596009900 lot#: 62418303.

Manufacturer narrative:
(B)(4). This MDR is being submitted to correct a previous report. MDR 0001822565-2017-06692-3 was inadvertently submitted. This complaint is not a duplicate complaint. The final report for the above-referenced complaint was submitted in MDR 0001822565-2017-06692-2.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the articular surface found divots and scratches on the condylar surface. A significant amount of damage was found near the support screw hole. The inferior side has scratches and dents. X-ray review indicate radiolucency is present at the tibial component metal-bone interface consistent with loosening. The locking screw appears loose. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being filed to relay this report is a duplicate of (B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products -.unknown nexgen tibial tray, catalog # unknown, lot # unknown; unknown nexgen femoral component, catalog # unknown, lot # unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed,a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent an initial knee procedure on unknown date. Subsequently, the patient was revised due to pain and locking screw loosening.. Attempts have been made and additional information on the reported event is unavailable at this time.